Event description:
It was reported the pt fell from a height and injured the top of his head approximately 4 months go. He immediately stopped having access to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.